Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had been fluctuating. The customer had a blood glucose 113 mg/dl, ate lunch and bolused for the lunch. The blood glucose dropped to 32 mg/dl and the customer treated with orange juice and glucose tablets. The customer reported that the readings had been erratic ever since going through a body scanner at the airport. The customer wished to troubleshoot for a possible delivery anomaly. The insulin pump had alarmed after going through the scanner but the customer could not verify the alarm that occurred. The customer had been treating high blood glucose with manual injections. The drive support cap appeared normal and recessed. The reservoir showed more insulin than what was shown on the status screen. The customer reported that the reservoir lip was damaged. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error, excessive no delivery alarms displacement anomalies or unexpected low battery alarms were noted. The insulin pump was tested with a water fill test reservoir, units left displayed properly matched units left at test reservoir. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube window, cracked reservoir tube window corners, partially broken reservoir tube lip, minor scratched lcd window and missing the end cap sticker.